Manufacturer narrative:
Continuation of d10: product ID: a820, lot/serial# unknown, product type software; product ID: hh9020tdd, lot/serial#(B)(6); product ID: tm90t0, lot/serial# (B)(6), product type: accessory. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving hydromorphone via an implantable pump. The indication for use was non-malignant pain. The patient reported about 3-3.5 weeks ago it started when he tries to bolus the handset is lagging at 90% "for 10 min or more". The patient stated on (B)(6) 2024 they increased his boluses from 4 to 6 and he boluses 6x a day. The patient stated the app keeps crashing and showing service code 156 (application restarting due to system error). The patient is able to restart the app and is able to bolus. The patient mentioned the pump time was corrected for daylight savings time today when he got his pump filled. The patient stated when he opens the app in the morning it shows 0 boluses available but then he syncs to the app and it shows the right amount. The agent had to confirm location/blue tooth and sound are the only icons that are blue. The patient stated when he plugs the handset into the ac power cord, the handset does show that it is charging but it stopped making the sound when he plugged it into the ac power cord. The agent transferred the patient to hcit (healthcare it) and a new handset was requested due to charging issues. No patient injury reported.